Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system reporting enduring several syncopal episodes and that her physician was unsure what was causing the episodes. A patient advocate reported that the patient was presented with having a seizure-like activity. It was also reported that the patient received up to 17 episodes of anti-tachycardia pacing (atp) per day, as well as 16 total shocks from the device and that as a result, the device battery was depleting fast. Additional information was sought from the local area sales representative, however, additional information was unavailable.